Event description:
It was reported that the device was obtained to treat a patient and was locked up, displaying the message call for service. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported problem. The root cause of the failure was not determined because the customer declined the recommended repair of the device. The device was returned to the customer.